Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (due to corrosion on endoscope connector, e315 (scope err unsupported scope) occurred) and cause not established (sticky connecting tube, dirty angle wire). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had sticky connecting tube, dirty angle wire, and e315(scope err unsupported scope). There was no patient involvement.